Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon burst occurred. The lesion being treated was located in the right coronary artery (rca). The balloon was inflated once at 20 atmosphere, and removed outside the pt's body. While preparing the device for the 2nd inflation outside the body, it was noticed that the balloon had ruptured. The procedure was completed with a different device. No pt injuries or complications were noted. Pt's status listed as "good".

Manufacturer narrative:
Lox catheters, transluminal coronary angioplasty, percutaneous. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context.